Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device event log noted multiple "no disposable" alarms. Functional testing included use testing. Simulated use testing was able to replicate the error with a disposable attached. Visual inspection found the cassette detection nub missing on the downstream occlusion sensor causing the pump to alarm. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm for "no disposable." It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.